Manufacturer narrative:
A 2 inch piece of hair was found in the product pkg. Clean room gowning procedures reviewed and clean room employees advised. Replacement product sent to hospital risk mgr.

Event description:
No patient injury of any kind. A what appeared to be human hair was found on a sterile surgical drape in the product pkg.